Manufacturer narrative:
(B)(4). Concomitant medical products: catalog # ep-115397, e1 44-41 std +3 humeral bearing, lot # 633460; catalog # 010000589, comp rvrs 25mm baseplate ha + adapter, lot #422260; catalog # ni, unknown comprehensive humeral tray, lot # ni; catalog # ni, unknown comprehensive humeral component, lot # ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, the product was requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 08523. Requested but not returned by hospital.

Event description:
It was reported that the patient underwent a total reverse shoulder arthroplasty. Subsequently, the patient was revised due to dislocation of the shoulder. No further information is currently available.

Manufacturer narrative:
No devices were received; however, photos of the explants were provided. No device problem was identified in the photographic evaluation. Radiographic evaluation identified wide separation of the humeral and glenoid components, possibly representing dislocation. Review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.